Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. The smart pass feature had programmed itself off due to asystole. There was an agonal rhythm with post-shock pacing observed, which had oversensing leading to a shock that induces an arrhythmia. There was no exhaustion of therapy. Technical services reviewed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.